Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles in the cartridge tubing. The customer's blood glucose level was 150 mg/dl. Tandem technical support assisted the customer with loading a new cartridge. The customer resumed insulin delivery.